Manufacturer narrative:
(B) (4). Zipper damage. Window side a zipper slider body open. Panel side a top ridge has 1/4 inch holes in vinyl. Panel side a drainage port start/end has 1 inch tear. Panel side b drainage port at start/end has 2 inch tear. Window side b insert pin ripped from tape. Panel side c on the top and bottom of both the right and left legs the elastic is ripped. Panel side b left leg has 1 inch hole. Panel side d on the top and bottom of both the right and left leg the elastic is ripped. Panel side d left leg 4 inch broken stitches. (B) (4).

Event description:
Customer reported zipper damage to one of the side panels but customer couldn't specify problem. There was no pt injury reported. Inspection shows that the window side a zipper slide body is open.